Manufacturer narrative:
The definitive root cause could not be determined. Device discarded by customer.

Event description:
It was reported that during a left knee prosthesis, the blade fractured at the mount end. It was also reported that the broken piece of the blade was found and was not in the patient. It was also reported there were no adverse consequences as a result of this event, an alternative blade was used and the procedure was completed successfully without delay.

Event description:
It was reported that during a left knee prosthesis, the blade fractured at the mount end. It was also reported that the broken piece of the blade was found and was not in the patient. It was also reported there were no adverse consequences as a result of this event, an alternative blade was used and the procedure was completed successfully without delay.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.